Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
(B)(6) clinical study. It was reported that the patient experienced suspected thrombophlebitis with new onset of atrial fibrillation (af). On (B)(6) 2019, during an ablation procedure treat af, the intellanav mifi open-irrigated ablation catheter had a broken sensor, and the catheter not always visible. They exchanged it for a new one. Then on (B)(6) 2019, after the procedure, the patient had an infection with a recurrence of an "at." The devices used during the procedure were two intellanav mifi open-irrigated ablation catheters, an intellamap orion catheter and a zurpaz 8.5 f sheath. The cause was not known. The patient was given an intravenous (IV) medication change on (B)(6) 2019. On (B)(6) 2019, the patient was given amoxicillin. The outcome was unknown.